Manufacturer narrative:
Visual inspection of the returned lens found the optic torn near the center. All four haptics are attached and intact. The delivery device was not returned. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports a capsular bag tear after the lens implantation. The lens was removed and an anterior chamber lens was successfully implanted.